Event description:
The following has been reported by customer: perfusor calculates the set volume incorrectly. Running time 4.5h with a remaining amount of 10ml (actual running time still 2 h). Perfusor also does not give an alarm when the syringe is emptied, because the end has not yet been reached. This poses a risk to patients with some medications. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.